Event description:
The device was returned to the manfacturer for analysis with no reason for return noted on the paperwork. Manfacturer device registration system notes pt expired in 2003. A follow-up report will be sent if additional info is received.